Manufacturer narrative:
This MDR submitted 12/20/2017 reference accriva diagnostics' complaint (B)(4). The reagent lot number tested with this instrument is e7jac213 is referenced by accriva diagnostics' complaint (B)(4) and is classified as child case of the instrument complaint filed in this submission. (B)(4). Accriva has requested all data required for form FDA 3500a.

Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. A patient with aortic stenosis underwent an aortic valve replacement and was receiving intravenous heparin. The target act was 480 seconds. Act results reported during the procedure were as expected except for a single out-of-range high error. The same sample assayed on a different signature elite instrument reported an act result of 507 seconds and this result was used for patient management. The procedure was completed and no adverse events were reported.

Manufacturer narrative:
This MDR follow-up #2 submitted on 01/24/2018 references accriva diagnostics' complaint number (B)(4), the child complaint that was submitted with parent case (B)(4). This follow-up MDR provides the results of the bioqc evaluation of retained samples for hemochron jr jact+ reagent cuvette. Concomitant medical products: jact+ lot number f7jac213.

Event description:
Follow-up #2.

Manufacturer narrative:
This MDR follow-up #1 submitted on 01/17/2018 references accriva diagnostic's complaint number (B)(4). This follow-up MDR provides the complaint evaluation summary for the hemochron signature elite instrument (se11367) named in this complaint. This summary was prepared 01/11/2018. The actual device was evaluated. No failure detected. The device passed electronic and liquid quality control testing. Unable to confirm complaint. No failure detected; device operated within specification.

Event description:
Follow-up #1.